Event description:
Complainant alleged that during biomed testing the device discharges intermittently when using paddles and displays "poor pad contact". Complainant indicated that there was no patient involvement in the reported malfunction.